Event description:
A doctor alleged that multiple patients had experienced sensitivity after light curing the composite with demi plus. This is the fifth of five (5) reports.

Manufacturer narrative:
Specific information with regard to the exact number of patients affected, genders, ages, and weights were not provided by the office. Although the doctor identified two (2) different demi plus units associated with the sensitivity issues, the doctor could not verify which unit was used on any of the patients; therefore, no serial numbers were identified in this report. The units involved in the alleged incident include serial number (B)(4). The doctor re-cured the restoration for each of the patients using a different light, without further incident. To date, each of the patients are doing fine. The devices involved in the alleged incidents have not been returned; therefore, no evaluation can be conducted.